Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the infusion set tubing. Customer's blood glucose (bg) level was high. Tandem technical support guided the customer through priming the air bubbles out.